Event description:
The manufacturer received information alleging intermittent power. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned, pca electrical damage and pollution reusable pollen filter. In addition, there was no visible physical electrical damage to the pcba. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously report by the manufacturer: the manufacturer received information alleging intermittent power. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned, pca electrical damage and pollution reusable pollen filter. In addition, there was no visible physical electrical damage to the pcba. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction to the previously reported information: the manufacturer received information alleging intermittent power and burning smell. During the evaluation of the device at the third-party service center, the device was visually inspected and found the pca burned, pca electrical damage and pollution reusable pollen filter. The device's event log was reviewed by the service center and error code found. Additionally, the customer complaint was reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction made to box d date the device was returned and box h problem code, result code, component code and conclusion code.